Event description:
Eea orvil transoral circular stapler anvil 25 mm (ref#eeaorvil25; lot#n2f0446ux) was used intraoperatively for anastomosis. The metal part of this product was stuck at the esophageal sphincter. A doctor from endoscopy came into the or to retrieve this metal piece. The doctor then continued the anastomosis part of the procedure.